Manufacturer narrative:
Investigation summary: gcm reported a complaint from the customer stating, that "pump keeps shutting off after programming and turns to the new patient screen." Gcm received an email on 01-may-2025 from (B)(6), providing additional information. It was noted that after replacing the fluid shield, the device passed all testing and no further repair is necessary. The device was not returned to the service hub for evaluation and analysis; therefore, the reported complaint could not be replicated or confirmed. A 12-month service did not indicate a similar event.

Event description:
A complaint was received regarding a plum 360 driver new that experienced unexpected shutdown during patient use. It was reported that the pump keeps shutting off after programming and turns to the new patient screen. It was also noted that no other equipment was on the patient at the time of the event. There was patient involvement and no human harm. Additionally, it was noted that after replacing the fluid shield, the device passed all testing and no further repair is necessary.